Event description:
A report was received regarding a mandibular implant removal on (B)(6) 2012 (implantation (B)(6) 2010) due to the patient experiencing jaw pain. The surgeon associated the jaw pain with the implants. The surgeon explanted 2.4mm screws (12), 6 hole dcp plate (1), 8 hole 2.4 plate (1), and 8 hole dcp plate (1). This is report #14 of 15 for the same event.

Manufacturer narrative:
Device was used for treatment. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.